Event description:
It was reported that the patient experienced diaphragmatic stimulation by the left ventricular (lv) lead. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w4tr01, crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.